Event description:
The manufacturer received information alleging covers melted due to overheating. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to the previous report: the device was serviced by a service center. During the evaluation of the device at the service center, it was found that covers melted due to overheating. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Mandatory sections and coding section has been updated/corrected.